Event description:
Information received from the healthcare professional (hcp) via manufacturer representative (rep) reported a lead migration. The cli nician mentioned that they had recently had 2 patients where their implant had shown on x-ray to have anterially migrated. Factors that may have led or contributed to the issue remain unknown. It was reported that the implant was not working as it had been and the patient was sent for x-ray to check lead positioned which found to be migrated. Actions taken was that the patient was listed for surgery. The issue was not resolved and a surgical intervention has not occurred but was planned.

Manufacturer narrative:
Concomitant medical products: product ID 388928 lot# va1qg1s implanted: (B)(6) 2018 product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 388928, lot#: va1qg1s, implanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 388928, serial/lot#: (B)(4), ubd: 10-apr-2022, UDI#: (B)(4). Month and year of implant dates is valid. Codes belong to the lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare professional (hcp) via the manufacturer representative regarding a patient with an implantable neurostimulator (ins). It was reported that the patient¿s lead migrated inwards and will need a revision. Following a fall, the patient experienced pain at the battery site which radiated up the back. There was no improvement when switched off or with a different program except when using case +. X-ray showed that the lead migrated in by about two electrodes. Impedance readings showed none were out. Diagnostics/troubleshooting was performed, different electrode configurations were tried and switched off the device. The cause was the fall. The plan was to replace the lead though it has not happened yet. The outcome was ongoing. Due to covid the surgery and lead return could be delayed. No further complications were reported or anticipated.